Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned device finds a crack below the color coded indicator. The root cause is attributed to product wear out due to normal intended use. Dra-004111 was performed by commercialized product development on the attune femoral trial family and concluded there are no design improvements, protective measures or information for safety that would definitely reduce the risks associated with these complaints without potentially increasing/adding other risks. No further work required. Continue to monitor via (B)(4).

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the two broken instruments in case. Tibial impactor broke while impacting implant and femoral trial broke while impacting. All pieces were recovered and "we" not delayed.